Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in a microcentrifuge vial; dry with residue on product. Visual inspection found haptic torn/bent and residue on lens. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 13.2mm vicmo13.2 implantable collamer lens, -18.00 diopter, within the same surgery due to the lens tore during delivery into the patient's left eye (os). There was no patient injury. The lens was exchanged for another same model/length/diopter lens within the same surgery and the problem was resolved. The cause of the event was due to the lens got stuck to foam tip plunger. The patient's post-op condition is stable.